Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: - manufacuring date added: may 31, 2011. - expiration date added: may 31, 2016. - product return date added: oct 6, 2021. Note: after reviewing the returned products it was noticed that the revitan distal part was fractured (fracture of the connection pin) and therefore this product needs to be considered as main product and therefore removed from associated products. Therefore, the complained product has changed to revitan, distal part, straight, uncemented, 18/200. D10: medical products: item:(B)(6); item name:revitan prox. Spout 55; lot:2610594. Item:(B)(6); item name:low profile cup 32/46; lot:2659432. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change of event description.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The received x-rays were evaluated and show a medially tipped proximal part which indicates a fracture of the stem at the connection pin. However, since the x-rays are in a rather limited quality and only the last two months of the time in vivo are covered an in depth evaluation of the bony situation around the proximal part and if and how it changed over time in vivo cannot be performed. With the additional information received a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Investigation results were made available. This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Ii. Investigation and conclusion. 1. Event description: based on the received information the revitan stem was revised on (B)(6) 2021 due to a fracture at the connection pin. Harm: s3 - instability, moderate. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: visual examination: the parts were received in a pouch for steam sterilization. According to the color code a steam sterilization was performed. In the as-received condition the cocr head and the proximal part of the revitan stem were still assembled. For better handling the parts were disassembled. Before the stem to head position was marked. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 2 to 4 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show beach lines consistent with a fatigue fracture. Based on the common orientation of the proximal part it can be assumed that the fracture started from the lateral side. On both fracture surfaces, three ratchet marks pointing to four different fracture planes can be observed in the area of the fracture origin . These fracture planes then combine to form a single plane. Along the medial edge of the proximal fracture surface polishing can be seen. The distal fracture surface also exhibits some polishing on the medial side and additionally few scratches across the fracture surface. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal stem part, the medial edge of medial shoulder is slightly worn. On the distal stem part, the lateral inside of the stem body is slightly worn. The latter shows a small polished stripe along the medial edge of its face surface and polished areas on one of its shoulders and close to it. On the proximal part of the revitan stem, revision damage in the form of scratches, instrument marks and electrocautery damage can be seen. On the lateral half of the anchoring region polished spots and lines can be seen in some individual areas. Some polishing can be observed along the edges outlining the medial portion of the proximal part. There are no signs of bone on growth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is an almost circumferential stripe with surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed polishing, smeared material, signs of corrosion and fretting. Adjacent to the stripe joins the original surface followed by the blasted area. Revision damage in the form of coarse scratches and cuts can be seen on the anchoring surface of the distal part of the revitan stem. Bone attachments are visible on the anchoring surface. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. 5. Conclusion: based on the received information the revitan stem was revised on (B)(6) 2021 due to a fracture at the connection pin. The investigation of the retrievals at hand showed that the fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. Based on the common orientation of the proximal part the fracture origin area is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. Further, on the proximal stem part polished spots and lines can be seen in some individual areas on the lateral half which could indicate movement between the part and the surroundings. It is unknown if these areas existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. Based on the investigation the reported event can be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). Today it is known that: for patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monobloc revision stem (1). From a biomechanical point of view, a suboptimal proximal bone support of the revitan stem during the time in vivo in combination with other factors, e.g. The surface changes observed on the connection pin, could possibly have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. As there are no x-rays at hand, the bone situation around the revitan stem throughout its time in vivo cannot be evaluated. Additionally, there is no patient information available (e.g. Bmi, type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. Based on the available information and the investigation the reasons and contributing factors leading to the fracture of the revitan stem remain unknown. References: (1) revitan straight revision hip system surgical technique, 06.01109.012x - rev. 2 2016-11 a4. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Medical products: revitan distal stem hip impl win; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to implant fracture.